Event description:
It was reported that, "adapter rotates in hand piece off axis and so makes it difficult to put pins in."

Manufacturer narrative:
Method: device history records & complaint history review. Evaluation summary. The investigation concluded that the driver was rotating off-axis due to the power driver shaft being bent. The exact root cause of the shaft being bent cannot be determined due to the limited information provided. However, the results of the investigation indicate that the off-axis spinning of the universal drill adaptor may have been caused by the bent shaft. It is possible that the shaft bent as a result of misuse of the device. The device manufacturing history record indicates that devices of the reported lot rd4w002 were manufactured and accepted into final stock at with no reported discrepancies. A review of the product experience reporting database indicated that there have been no other related events reported for this lot code.